Event description:
It was reported that a patient underwent a robotic total hysterectomy procedure on (B)(6) 2022 and barbed suture was used. During the procedure, when trying to get the needle out of the trocar, it got caught and the needle got stuck in the trocar. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: "* could you please clarify if the surgery was successfully completed? Please provide more details. No further information is available. What is the lot number? No further information is available. Device evaluated by MFR: analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that it was received one needle-suture piece that pertain to product code j341h. Upon initial inspection, it was observed that the needle-suture piece was received inside a trocar. The needle suture was removed and the swage and attachment area was noted to be as expected and no issues related to pull off were observed. The suture was examined, and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. In addition, ten barbs were measured, and all barbs met the requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.